Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Corrective surgery has not been scheduled as of this date. Sign fracture care international continues to monitor these events as part of our post market activities. A follow up report will be filed when we receive new information regarding this case.

Event description:
We became aware on (B)(6) 2016, it was reported that a sign im nail implanted to repair a fracture was found to be broken during a follow up visit. Surgeon comments: patient missed for follow up and he can walk with limited weight bearing and pain at fracture site. On one day he moves from sitting to stand , something breaks at fracture site . Implant broken and planed for nail exchange with larger one 7 bone graft.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. Surgeon comment: "broken nail was removed and inserted larger and longer nail with bone graft. Fibrous non union was noted during operation." The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The broken im nail was replaced with a 10mm x 340mm, standard nail per the sign technique manual. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 3/31/2016 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail. This case was originally reported under (B)(4).